Manufacturer narrative:
The investigation is ongoing. When the investigation is completed a follow up will be sent to the FDA.

Event description:
Philips received a report from a customer related to a patient heating incident with an anterior coil on an ingenia 1.5t mr system.

Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coil used that contributed to the event. The injury on both the patient¿s left and right thumb and thighs are consistent with heating injuries caused by skin-to-skin contact. In this case the patient¿s thumbs were touching the patient¿s thighs. No padding was used to avoid skin-to-skin contact. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.